Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mitral plasty and coronary bypass procedure, while the surgeon performed sternal suturing, the device steel wire loosens.